Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found to be dislodged. It was also stated that the site has some redness. As treatment, the patient gave themselves a humalog injection and then they activated a new pod.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be damaged and leaking. The timing and cause of this damage could not be determined. It could not be determined if this damage contributed to the reported dislodge. Inspection of the needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. Download data showed no timeouts or drive stalls and no alarms were generated. Inspection of the formed needle found no damages or deficiencies that would cause skin irritation at the infusion site. It could not conclusively be determined if the damage to the soft cannula caused the skin irritation at the infusion site. The exact cause of the reported skin irritation could not be determined. The housing vent was observed to be damaged. The timing and cause of this damage could not be determined. It could not be determined if this damage contributed to the reported event.